Manufacturer narrative:
There were no noted device malfunctions during the course of the entire event. Per information provided by the reporter, there were no missing parts and the ivl device was intact. The sheath was flushed properly with heparinized saline. The procedure was completed with the exception of the final angiographic runoff series, which is when the distal emboli was observed. The images available from pre-intervention do not clearly show distal vascular anatomy. The physician stated that he has never seen ivl cause an embolization. After discussion about the case and various interventional tools utilized, the physician seemed unsure of the cause of embolization. Per available information, the patient was discharged without incident. The device mentioned in the complaint was discarded and not available for investigation. Hence a physical inspection of the device was not possible. Shockwave medical has controls in place to ensure devices are built to approved procedures and meet lot release acceptance criteria prior to being distributed. The risk of emboli is documented per shockwave risk management files and is acknowledged in the IFU as a possible adverse event with the usage of the shockwave ivl device.

Event description:
Patient imaging revealed a long severely calcified lesion with multiple focal areas of stenosis accompanied by diffuse disease throughout. Prior to delivery of the shockwave ivl device, the lesion was pre-dilated with a 3.0 x 220mm bsc coyote peripheral balloon followed by a 5.0 x 60mm m5 ivl catheter. Patient's lesion was treated with 270 pulses at 4 atm throughout the entirety of the lesion with the ivl catheter which was followed by a 5.0 x 200 philips stellarex dcb at rbp (16 atm). Post dcb a category 'c' dissection was noted and a 5.0 x 120mm abbott supera stent was delivered and post-dilated with a 5.0 x 80mm cook advance lp18 balloon. Upon final imaging an obstruction was noted in the distal anterior tibial artery near the bifurcation of the arcuate artery in the foot. It is unknown at what point the embolization occurred as angiography was not performed at that level during the case due the location distal of the target treatment zone. A penumbra thrombectomy catheter was utilized to clear the embolic material with no further complications noted. Final angiographic images showed a patent vessel with no flow limitation.